Event description:
Caller states that on one occasion, the customer tested 136mg/dl and took her normal 15 units of lantus. Approximately 15 minutes later, customer was exhibiting hypoglycemic symptoms and tested 21mg/dl and 25mg/dl on the device. The paramedics were called and tested customer at 25mg/dl/30mg/dl and administered a glucose IV. On a different occasion, the customer reportedly tested 83mg/dl and took 8 units of lantus. Within 15 minutes the customer reportedly exhibited hypoglycemic symptoms and tested 32mg/dl and 34mg/dl on the device. The customer was given juice and sugar to elevate her blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.